Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the malfunction code appears again.